Event description:
It was reported that during an attempted implant of a right ventricular (rv) lead, consistent r waves could not be obtained in multiple locations. In several locations, upon deployment of the helix, sensing would drop. Following several attempts, the physician reported that the helix required greater than twenty turns to deploy. The lead was not implanted; another lead was successfully used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned with the helix bent. Visual summary analysis of the lead indicated damage at implant. The helix of the lead was extrinsically bent. (B)(4).